Event description:
Customer reported: when giving injection the needle failed to penetrate the skin. Needle and pfizer dose discarded, and new dose drawn up with new syringe and needle. This time the needle penetrated the skin and vaccine was given.